Event description:
The customer stated, she was hospitalized for high blood glucose. The reported blood glucose reading was 338 mg/dl during the call. The customer stated she was getting the no delivery alarm. The customer also stated she dropped the insulin pump prior to the hospitalization and now the insulin pump has a crack. Troubleshooting was performed and the insulin pump passed the prime and self tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.